Manufacturer narrative:
Erbe offered to evaluate the esu. The customer reported that the unit was/is functioning properly. Nonetheless, the generator's device history record (DHR) was reviewed. The DHR was accurate and complete. In conclusion, no issues were found with the erbe equipment that would have caused or contributed to the reported event. Most likely there were many factors involved in the reported incident. It appears though that the patient's condition of having a large gastric polyp was a significant factor involved in the event. Specifically, upon the intervention, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. Nevertheless, the customer will be reminded to use the lowest possible settings to achieve the desired tissue effect. In conclusion, no determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work is being planned with the involved medical staff on 09/26/17. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. An esophagogastroduodenoscopy (egd) was performed to remove a large gastric polyp. An olympus® coag grasper used to remove the polyp. The initial unit settings were endocut q mode and forced coag mode, effect 2, 25 watts prior to applying the grasper. Then the settings were the changed to the soft coag mode, effect 5, 50 watts. The physician utilized the grasper and thought that the setting was too high. A perforation occurred. No patient or treatment information was provided (note: customer concerned with hipaa.).